Event description:
It was reported that the customer was not able to adjust the time below a certain number for an extended bolus. The customer's blood glucose (bg) level ranged from 250-259 mg/dl. Reportedly, the issue was resolved prior to contacting tandem technical support.